Manufacturer narrative:
The device was not returned for evaluation. Lot history record (lhr) review could not be conducted because the lot number was not provided. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. A query of the complaint handling database could not be conducted because the lot number was not provided. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure; however, the treatment appears to be related to circumstances of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional device referenced in b5 is filed under a separate medwatch report number. D4: a partial UDI was provided as the lot number is not known.

Event description:
This was reported as an arteriotomy closure of the right common femoral artery with two prostyle devices using a 6f sheath after a percutaneous coronary intervention procedure. Reportedly, with the first device, the suture was not present when the plunger was removed. With the second device, there were no issues with the first 3 deployment steps; however, the foot would not close and the device became stuck. An attempt to remove the device using a balloon was unsuccessful. The device was also intentionally split in another failed attempt at device removal. A cutdown was performed which ultimately freed the device from the patient anatomy. No vessel damage occurred. Hemostasis was achieved with manual suturing during the surgery. The patient reported pain at the access site which was treated with medication. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.